Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had inappropriate capture and was over-sensing far r-waves. A chest x-ray confirmed the ra lead was dislodged. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.